Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set site and insulin delivery was resumed. No additional occlusions occurred. Customer's blood glucose was 244 mg/dl.